Event description:
Respiratory therapist was holding pt's hand while the other respiratory therapist was drawing abg's, the rt drawing withdrew the needle to re-adjust and poked the employee in the left little finger. I had to give the injured employee a 0.5ml tdap due to the injury.